Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during cori assisted tka surgery, the after re-checking checkpoints in the real intelligence cori console, the system would not populate. After approximately 30-seconds, the system kicked us out of the case and returned to the patient information screen. We chose to re-enter the case with the same drill. After recalibrating and the drill and re-checking checkpoints, the system again would not populate the mapped distal femur cut surface. At this point, the screen went blank and would not respond to touch. Surgery was resumed after a non-significant delay by manual procedure. No injuries to the patient were reported.

Manufacturer narrative:
H3, h6: the real intelligence cori, part # rob10024, serial # (B)(6) used for treatment, was returned for evaluation. System log files and screenshots were retrieved from the returned device. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. Testing found that the console is functioning normally when tested. System log files and screenshots were reviewed with the software support team. The reported problem was confirmed. It was found that the crashes and errors observed occurred due to a volume generation error, which is related to a known software defect. The reported problem was confirmed to have occurred through review of log files. Discussion with the software support team suggests that the most likely cause is related to a known software defect which occurs during volume generation of the bone model. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. The failure mode will continue to be monitored through complaint investigation and trended through post market surveillance activities.